Manufacturer narrative:
H3: code 81 other - vyaire complaint number: (B)(4). The gas delivery engine (gde) assembly was received for evaluation, and the reported issue was confirmed. A large internal leak was identified in the gde while attempting to calibrate for low volumes. The compressor/scroll assembly was also received for evaluation. Visual inspection revealed loose harness wire at connector. The reported issue was isolated to the loose wire not been fully connected. Any additional information provided by the customer will be report in a follow up report.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator is having gde (gas delivery engine) or compressor issue. At this time, there is no information regarding patient involvement associated with the reported event.